Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what color cartridges were used? Gold. Was buttressing material used? No. How did the patient present? Surgeon informed me that the patient was brought back to surgery to control bleeding. What was the estimated blood loss? I was not informed. Please confirm that no transfusion was required? Surgeon said no transfusion was required. Where was the sight of the bleeding? Distal part of staple line. This was the last firing on sleeve gastrectomy. What prompted surgeon to intervene surgically to address bleeding? Information was not provided. What is the current patient status? I was not informed. The surgeon said they were able to control the bleeding with clips on the staple line. Surgeon did not indicate any further issues surrounding the patient.

Event description:
It was reported that post operative after a sleeve gastrectomy the patient was brought back to the or with bleeding issues. The bleeding was stopped using clips and there was no need for a transfusion.